Event description:
Related manufacturer reference number(1627487-2019-05146.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-05146. It was reported that the patient experienced back pain and a fever following a drg trial. In turn, the patient's leads were removed on (B)(6) 2019. Cultures were performed which showed no signs of infection. The patient was given oral antibiotics and the issue resolved.